Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to evaluate the iabp unit. The stm determined the battery charging light was not illuminating due to a faulty led charge cable. The cable was replaced and the scheduled pm was completed. The iabp passed all safety, functionality, and calibration checks and passed all tests to factory specifications. The iabp unit was cleared for clinical use and released to the customer.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) on the cs300 intra-aortic balloon pump (iabp), the battery charging light was not illuminated or flashing. Since the event occurred during pm, there was no patient involvement and no adverse event was reported.